Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2004 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, lack of mobility, pseudotumor and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Should additional information be received, biomet will forward a supplemental report to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04703 and -07039).

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2004 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, lack of mobility, pseudotumor and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's operative (op) notes reports patient was revised due to pseudotumor. Op report notes a mass measuring approximately 4 cm in diameter and containing what appeared to be pseudotumor and debris was encountered in the edges below the gluteus medius. In addition, op report notes an area of polyethylene wear along the edge of the metal insert and the presence of fibrous tissue, fluid, and osteolysis. The acetabular liner and modular head were removed and replaced.